Event description:
The customer reported being hospitalized due to high blood glucose over 500mg/dl. The customer experienced excessive thirst, short of breath, dizziness, fatigue, blurred vision, and frequent urination. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the bolus history and found that the customer entered the carbohydrates, but she did not eat, and the blood glucose was not able to read. The customer did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.